Event description:
It was reported the patient's blood glucose level rose to 399 mg/dl while wearing the pod between 4 and 24 hours. The device was originally reported for not sure if insulin was being delivered. Treatment information was not provided.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. No timeouts or drive stalls were seen in the download data. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm). Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.